Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had increasing back pain and a new pain in the right leg. The rep reported that the patient stated the ins ¿had slipped down.¿ the rep also reported that the patient programmer showing laying back when the patient was upright per the patient. The rep reported that the patient refused to switch to a different group until seen in the office. The rep reported that they offered an appointment on (B)(6) 2017 but the patient wanted to see the physician on (B)(6) 2017 first. The patient was scheduled to see the rep on (B)(6) 2017. The rep reported that the patient couldn't recall when the pain pattern changed but the day of the report was the first day she noticed the programmer showing the lying back position when upright. No further complications were reported.